Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has error code message of machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
No patient details/information was provided.